Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. Lit cit: cullin f, busch t. Lundstrom m. Economic considerations related to choice of intraocular lens (iol) and posterior capsule opacification frequency - a comparison of three different iols. Acta opthalmologica. 2014 mar;92(2):179-83. . (B)(4).

Event description:
In a literature article, it was reported that in 28 out of 375 intraocular lens (iol) implant surgeries, the pt experienced posterior capsular opacification (pco) that required a yag capsulotomy.